Manufacturer narrative:
Concomitant medical products: 305c25 tissue valve, implant date: (B)(6) 2006; 4968-60 lead, implant date: (B)(6) 2006; dtba1d1 crt-d, implant date: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that undefined high impedance was noted on the right atrial (ra) lead. Possible lead fracture was also noted. The lead was capped and replaced. No patient complications have been reported as a result of this event.